Event description:
It was reported that patient experienced sinus tachycardia and ventricular tachycardia. Multiple high voltage therapies were aborted due to possible output circuit damage. High voltage lead impedance out of range was noted and lead insulation break was suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.